Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 729 mg/dl. The customer reported symptoms such as nausea and vomiting of their blood glucose levels. The customer treated with the injections. Customer's blood glucose value was 729 mg/dl at the time of the incident. Customer's current blood glucose value was 176 mg/dl. The customer reported they got delivery error twice in one day and caused diabetic ketoacidosis which put customer into hospital. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(4)2017 at 9:30 am. The blood glucose value when admitted to hospital was 729mg/dl. The customer complained about hyperglycemia and blood glucose would just alarm after a bolus and then blood glucose would not come down. The customer cause of hospitalization was diabetic ketoacidosis. The drive support cap appeared normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer reports about no delivery alarm. Troubleshoot was performed and was reported that event resolved by changing infusion. The product was not returned for analysis.